Event description:
It was reported that the patient had a total occlusion of the right superficial femoral artey (sfa), the right anterior tibialis, the right posterior tibialis and the right peroneal arteries. The sfa was treated with a non-abbott atherectomy device and angioplasty with good results. The right anterior tibialis was then treated with a non-abbott atherectomy device. After atherectomy, a contained perforation was noted with no free flow of the dye, which appears to stay underneath the plaque. An xpert stent was placed, but as this is not a covered stent, after deployment there was still no improvement of flow; images showed persistent perforation. The 3.0 x 26 mm graftmaster stent was deployed. Repeat angiogram still showed no antegrade flow, although the perforation had resolved. A 3.0 x 19 mm graftmaster stent was attempted to be placed distal to the first stent, however it could not cross and further dilatation was performed. After further dilatation, the 3.0 x 19 mm graftmaster was able to cross and was deployed. Repeat angiogram was performed and the right anterior tibialis remained occluded, either due to spasm or due to distal clot even thought the active clotting time was monitored throughout the procedure and was maintained above 200. No further treatment was performed and the procedure was concluded. The patient was discharged the next day on plavix and aspirin. No additional information was provided.

Manufacturer narrative:
(B)(6), during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rosen, grand slam, pt graphix. Sheath: 6 fr, 7 fr 45cm flexor cook, usher. Stent: 3.0 x 30 xpert. Atherectomy device: jetstream sf 1.6. The additional graftmaster is being filed under a separate medwatch report. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to patient anatomical morphology, patient disease state pre-dilatation strategy, product placement technique product size selection and accessory product support and is typically not associated with a product quality deficiency. As the stent delivery system (sds) was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. The reported patient effect of occlusion, as listed in the graftmaster coronary stent graft instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. The reported angina and elevated enzymes may be secondary effects of the procedure itself. A conclusive cause for the reported patient effects and the relationship if any to the device cannot be determined. It was reported the graftmaster was used in the right anterior tibial artery. It should be noted that the graftmaster otw IFU states: the jostent graftmaster is a balloon expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aortocoronary bypass grafts for the treatment of acute coronary artery perforations. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.